Event description:
The customer reported that the system displayed a cmos error message.

Manufacturer narrative:
(B) (4). The problem was caused when the customer replaced the cmos battery. The ge service rep walked the customer through the battery replacement procedure. The system is back up and operational.